Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the maintenance unit's alternating current inlet unit at the rear had been damaged (broken) and pushed inward. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The cover of the power switch was broken. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it was confirmed the power switch was pushed into the receptacle breaking the power switch cover. The cause of the power switch being pushed in was not established. Olympus will continue to monitor field performance for this device.